Manufacturer narrative:
Follow-up #1: date of submission 09/27/2017 device evaluation: the device has been returned and evaluated by product analysis on 09/06/2017 with the following findings: a review of the black box showed reboots. The battery compartment was cracked alongside the pump. The battery cap was stripped and was unable to maintain an electrical connection. The power loss and reboots were duplicated. The battery cap contact measurements were within specifications. A test cap was used for testing purposes. The pump powered on without any alarms. The pump was run for 24 hours and no further power issues occurred. Unrelated to the original complaint, corrosion was found in the battery compartment. A leak was found in the battery compartment. The pump was opened to find no further evidence of moisture. Additionally, the display was dim with a red hue. Additional evaluation codes: methods code- 23, 26

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (damage) issue. It was alleged that the battery cap was unable to be tightened, the yellow o-ring was visible, the battery compartment was cracked, and there was intermittent power. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.